Manufacturer narrative:
(B) (4): physio-control evaluated the device and the quick-combo cable. The reported failure was not verified, nor duplicated. Proper device and cable operation was observed through functional and performance testing. The device was returned to the customer for use. After several subsequent attempts to contact the customer to obtain further event and patient information, no response appears to be forthcoming; therefore. Further investigation cannot be performed.

Event description:
It was reported that the device would not detect a patient and continued to prompt "connect electrodes". The reporter could not provide further event or patient details. It was indicated that the customer was using 3rd party conmed quik-combo electrodes, with unknown expiration date. The electrodes were disposed off by the customer and are not available for evaluation. The patient's status is unknown.